Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) lost power due to it being connected to a uninterruptible power supply (ups) that no longer functions. No harm or injury was reported. They will be sending this ups in for an exchange. No harm or injury was reported.

Event description:
The customer reported that the central nurse's station (cns) lost power when the uninterruptible power supply (ups) it was connected to failed. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) lost power when the uninterruptible power supply (ups) it was connected to failed. No harm or injury was reported. Nihon kohden continues to investigate the reported event. No patient harm was reported. Investigation summary: the customer replaced the ups, and the cns was able to power back up. When the cns abruptly shuts down, it may potentially cause corruption or damage to the hard drive. In this case, hard drives were not affected; the device was able to boot back up once the power was restored. There was no cns malfunction. The ups is plugged into the ac outlet and provides power to devices that are connected to it. The longevity and functionality of the ups is dependent on the environment and the usage. The specific causes could not be determined.